Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Evaluation: five retain samples of the incident code and lot number was retrieved for analysis. These packs of retain samples were visually inspected for attribute defects,no defects were observed. These packs were opened and sutures and needles were found intact. The sutures were physically inspected for any attribute defects, no defects were observed. The needles were inspected for any attribute defects, no defects were observed. As a part of further investigation batch manufacturing record was reviewed and found to be as per requirements. Tensile strength test is applicable & measurable parameter. Minimum knot pull tensile strength test value of retain sample was found to meet the usp average tensile strength requirement. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot.

Event description:
It was reported during an unknown procedure on (B)(6) 2018 suture was used on a patient. Suture broke during use.

Manufacturer narrative:
(B)(4). Evaluation: an actual complaint sample was received in open condition. During visual product evaluation, it was found that sample pack had broken suture. As returned sample pack was received in open condition, functional product evaluation cannot be performed on received sample.